Event description:
The source literature reported that in a clinical performance evaluation study of 243 patients with ischemic cardiomyopathy (icm) from the same facility, 129 patients received unknown boston scientific transvenous implantable cardioverter defibrillator (tv-ICD) devices, while 114 patients received boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) systems. From january 1, 2015, to january 1, 2024, 6 patients from the study received inappropriate therapies - one s-ICD patient received inappropriate therapy for atrial fibrillation (af), while another s-ICD patient received inappropriate therapy due to air entrapment. Three patients with tv-ICD systems also received inappropriate therapy for af, while another tv-ICD patient received therapy due to t-wave oversensing. Additionally, seven patients experienced tv-ICD-related infections, which were all resolved with surgical lead extraction and subsequent s-ICD implantation. Two of these patients also received leadless pacemakers. One s-ICD patient also experienced an infection that was resolved via explant, and a replacement system was not implanted due to an absence of indication at clinical re-assessment after extraction. Finally, the study described that tv-ICD-related complications requiring surgical revision occurred in a total of nine patients (two in the s-ICD group and seven in the tv-ICD group). S-ICD complications were noted to be exclusively attributed device performance issues, whereas all tv-ICD complications were associated with lead-related issues. It is unknown whether the specific leads involved with tv-ICD group were boston scientific products. The study concluded by detailing that there was no significant difference in inappropriate therapies or other complications between that of tv-ICD and s-ICD systems, though the patients with s-ICD systems exhibited lower rates of infection. Further randomized studies are needed to confirm these results and evaluate the applicability of s-ICD implantation for patients with icm.